Event description:
It was reported that the pt was re-implanted on (B)(6), 2012. According to the device explantation report, the reason leading to the explantation of the device was an impact.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.